Event description:
Pt inserted trial set of ciba focus night and day contact lenses, both pwr -3.00, bc=8.6, diam=13.8. One had lot no 2424154, the other had lot no 2422129. The pt's right pupil dilated shortly after insertion of lens. Lenses were removed. Pupil remained dilated for approx 10 hrs. Returned to normal then.

Event description:
Add'l info rec'd from rptr 7/17/02: this appeared to be mydriasis due to pharmacologic dilation. Follow up via telephone with the pt and parent indicated that the pupil returned to normal after about ten hrs. Rptr believes that it is a possibility that there could be a mydriatic agent contaminating one of these contact lenses. Unfortunately, the pt wears the same prescription in both eyes and so rtpr doesn't know which lot number lens was inserted into right eye, but if it is contaminant in the contact lens or packaged solution, then it would have to have been in one of the two lot numbers mentioned. Factors that limit rptr's certainty about the case are that they were not the one to insert the contact lenses. The pt was in the room with their parent and reports that they took the lenses directly from the package and inserted them into their eye. Rptr has mydriatic agents in the office, but doesn't think that the pt would have contaminated their finger or the contact lens with any of these solutions. Rptr has saved the contact lens packaging with remaining solution as well as the contact lenses that were contained in those packages stored in a case with contact lens storage solution.